Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer found one (1) broken tube. No patient or user impact reported.

Manufacturer narrative:
Investigation summary : bd received two photos for investigation, which show evidence of broken or cracked tubes. Additionally, ten retained samples underwent functional tests, with none failing the test. Furthermore, thirty retained samples were visually inspected for damaged tubes, and the issue of cracked tube was not seen. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked tube. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer found one (1) broken tube. No patient or user impact reported.